Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No previous repair has been noted in the last 12 months. The event history log was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a pump malfunction. The patient returned to clinic at the time the infusion should have been completed with most of the drug still in the bag. History of the infusion showed beeping for upstream infusion, change in infusion rate, and high alarm displayed reservoir volume was zero. The patient stated they did not hear the pump beep. There was patient involvement and no patient harm/adverse event reported.